Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for filter tilt, migration, perforation of the ivc, and an unsuccessful retrieval attempt. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter tilt. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that approximately one year post vena cava filter deployment, allegedly the filter was discovered to have tilted, migrated, and perforated the ivc wall. Reportedly an attempt to retrieve the filter was unsuccessful, the filter remains implanted. The patient status at this time is unknown.

Manufacturer narrative:
Medical records review: the vena cava filter was placed for extensive bilateral lower extremity dvt and caval thrombosis. The patient was anticoagulated and had symptomatic venous insufficiency of the lower extremities that was going to require stenting of the iliac veins and ivc. The filter was considered to be in the way; therefore, the patient was referred for retrieval of the filter. Access was gained to the right internal jugular vein, and a 5 french sheath was placed. The physician experienced difficulty getting past the filter due to the burden of mural chronic thrombus in the ivc. A venacavagram demonstrated a narrowed but patent cava inferior to the filter and a normal cava above the filter from the renal veins and more superiorly. Multiple attempts to retrieve the filter with a snare were unsuccessful. The hook of the filter appeared to be embedded in either the caval wall or chronic fibrotic thrombus; therefore, the decision was made to leave the filter in place. The patient was taken to the recovery room in stable condition for re-anticoagulation as an inpatient overnight and for observation in case there was any evidence of bleeding. Conclusion: the medical records allege a retrieval attempt was unsuccessful because the hook was either embedded in the caval wall or chronic fibrotic thrombus. The degree of angulation is unknown. There was no mention of filter migration, perforation of the ivc, or pe after implantation. Based on the medical record review, the investigation is confirmed for an unsuccessful retrieval attempt. The investigation is inconclusive for filter tilt, perforation of the ivc, migration, and pe after implantation. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Caval thrombosis/occlusion.

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter was allegedly embedded in the ivc wall and unable to be retrieved. A filter retrieval attempt was unsuccessful and the filter remains implanted. The patient allegedly experienced a pe post filter deployment. Based on a review of the medical records received, multiple attempts to retrieve the filter were unsuccessful. The hook of the filter appeared to be embedded in either the caval wall or chronic fibrotic thrombus; therefore, the decision was made to leave the filter in place. The patient was in stable condition at the conclusion of the procedure and hospitalized overnight for observation. No additional information was provided in the medical records received.